Event description:
It was reported to philips that the ECG cable was loose and not fitting properly into the connection. There was no reported patient or user involvement and no adverse patient/user impact.